Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alleging possible insulin pump under delivery. Customer's blood glucose level was 330 mg/dl at the time of incident and current blood glucose level was 140 mg/dl. Customer alleging insulin pump under delivering as insulin pump was inconsistent in delivering insulin. Customer experienced symptom such as nausea. Customer wishes to continue troubleshooting. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Device was monitored and functioning properly. Device passed the dat at 0.08700 inches.